Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s knee was revised approximately 13 years post implantation due to pain and poly wear. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed by review of medical records. Revision operative notes states that poly had wear on the medial plateau surface and also at the post. Synovectomy was done of the suprapatellar pouch, which had some thickening of the lining and grayish discoloration no devices were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.